Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had what appeared to be an allergic reaction to the ins after implant. The hcp requested an allergy testing kit to attempt to identify what the issue was.